Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 2.1.0, product ID: 9736411, serial/lot #: (B)(6), a manufacturer representative (rep) went to the site to test the navigation system (product ID: 9735665). The solid state drive was replaced and the system performed as intended. Codes: b01, c02, d02 h3) the logs were reviewed for the error 64 and observed segfault in qmlguiservice when user was in ¿verify registration¿ task. Following was the stack trace. This issue was consistent with a known software issue. Codes: b01, c10, d18 h3) the solid state drive (ssd) (product ID: 9736411) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The analysis concluded that the ssd did become unresponsive when loading into patient data. Codes: b01, c10, d18 h3) the logs were reviewed for the issue with the patient being deleted. It was noticed that application internally returned an error as below while deleting the patient and patient could not be deleted from the system. This issue was consistent with a known software issue. Codes: b01, c10, d18 h6) multiple annex g codes were submitted for the event. Annex g code, g02008, applies to product ids: 9735736 and 9735736 while annex g code, g0200803, applies to product ID: 9736411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system experienced an error 64 while the system turned on. The field representative (rep) was unable to confirm when the issue occurred while in the application as the issue was reported through a text message from the site. There was no patient involvement. Troubleshooting was performed, all patient files were deleted, however, 1 patient file remained and the rep was unable to delete the file on the application and stealth admin side. The probable cause noted to be a corrupted solid state drive (ssd).